Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found that the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are few variables which can influence pitch cable failure. Additionally, the instrument was found to have a frayed pitch cable at the distal clevis hub. The pulleys exhibited no damage. The root cause of frayed - distal instrument pitch cables is attribute to a component failure. A review of the instrument log for the small grasping retractor (470318-10/k10211117 0045) associated with this event has been performed. Per logs, the small grasping retractor instrument was last used in a procedure on 16-aug-2022 on system sk4153. The alleged instrument had 7 uses remaining after the last procedural use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the small grasping retractor had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted follow-up to obtain additional information, however, no further details have been received as of the date of this report.